Event description:
It was reported that prior to starting a da vinci s surgical procedure the cable connector of fenestrated bipolar forceps instrument was defective. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a dislodged bipolar insert from the housing at the back end. The bipolar insert most likely was dislodged when bipolar cord was detached from the bipolar pins. As a result, bipolar pins had loose play out of the chassis. The housing was removed and found no damage. The chassis feature that acts as a hard stop for the pins was still intact. The bipolar insert was not returned with the instrument. The instrument passed electrical continuity testing. Failure analysis also observed a frayed pitch cable at the wrist. The frayed segments were various in lengths. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.